Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a hair found inside the sterile package of the bactiseal catheter. The issue was discovered before the procedure, upon opening the package.